Manufacturer narrative:
Eval summary - compatibility was verified with no issues noted. An email correspondence with the sales associate indicated that the pt's femoral component would dislocate over the center of the articular surface. This subluxation then led to the dislocation of the patella. The articular surface was replaced with an 18mm height and stability was obtained. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Device history records were reviewed and found to be confirming. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to instability.